Event description:
The customer contacted physio-control to report that their device was booting up with a white display and the service indicator was present. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
H6: results code grid updated to reflect results of further evaluation. Stryker further evaluated the customer's device and determined the root cause to be a cracked and shorted capacitor c181 on the ui pcba, causing the device to display a white screen.

Manufacturer narrative:
Physio-control evaluated the customer's device and found the user interface pcb had lower resistance than specification. The user interface pcb was replaced, device passed subsequent performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device was booting up with a white display and the service indicator was present. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.